Event description:
It was reported that patient was experiencing uncomfortable stimulation on the left side of her body 99% of the time. The device was working to control vomiting, nausea and voiding function, but the stimulation which was like "beating" sensation was causing her left body to shake and her heart to skip a beat. The device was placed on the left side of patient's body. The symptom occurred following the device implant. Patient had been getting the overstimulation or beating sensation more often since (B)(6) 2012. It was later reported that patient experienced "shocking" sensation from her device. Impedance testing was done and the result showed ok. No malfunction was seen. The device was adjusted and the voltage was decreased but the problem did not resolve. Then the device was turned off and shocking did stop. Patient status was unknown.

Manufacturer narrative:
Product ID 435135, serial # (B)(4), implanted: (B)(6) 2012, product type lead; product ID 435135, serial # (B)(4), implanted: (B)(6) 2012, product type lead. (B)(4).